Manufacturer narrative:
On march 16, 2020 immucor technical support used a remote electronic connection method to review assay records on the instrument. No errors occurred at time of testing and rois are centered and aligned. Review showed cells 1 and 3 are visually negative, and cell 2 resulted (B)(6) but shows slight adherence (but well score was not high enough to give it an equivocal result). The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2020 a customer reported an unexpected negative antibody screen with capture-r ready-screen 3 on the galileo neo instrument.